Manufacturer narrative:
The field service engineer (fse) observed the waste pump was full and leaking waste fluid. The fse noticed the waste pump was not turning, at the on position, causing the waste fluid to leak. The fse replaced the hydro control interconnect printed wiring board in the icta hydro pump box and resolved the fluid leak issue; no further evidence of fluid leaks was observed. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. Hydro control interconnect printed wiring board. Visual inspection of the returned hydro control interconnect printed wiring board revealed no defects or physical damage. Baseline testing was performed consisting of 99 unicel closed tube aliquoter (ucta) primes resulting in no issues. The returned hydro control interconnect printed wiring board was installed in the testing unit and no issues were observed during system startup. The ucta was primed 99 times, with 55 primes, the peristaltic pump initiated, and the float switch (in the high position) removed all fluid from the waste compartment. The ucta was primed an additional 99 times (twice) with the same observations; the float switch (in the high position) initiated the peristaltic pump and removed all fluid from the waste compartment. In summary, testing was unable to reproduce the fluid leak from the ucta. In conclusion, system hardware is the likely cause of the event as system repair resolved the reported issue. However, a specific hardware component was not identified as the singular cause of the event. (B)(4).

Event description:
The customer reported approximately 30 milliliters of unknown fluid leaked from the cabinet, underneath the unicel closed tube aliquoter (ucta) involving the unicel dxc 660i synchron access clinical system. The customer noted the fluid leaked onto the floor. The operator was wearing personal protective equipment (ppe) and did not have direct contact with the fluid. There was no operator injury or adverse effect associated with this event. The customer stated patient results were not impacted; no erroneous patient results were generated. There was no patient impact associated with this event. The facility has an exposure control or risk management plan in place for biohazard material. A beckman coulter field service engineer (fse) was dispatched to assess the instrument.